Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coloplasty procedure, the device was difficult or unable to close. The anvil could not be tilted after firing. The anvil stayed inside the patient and was hooked to the anastomosis by an incomplete cut. It was pulled through the anus and through tear had came out (intestine was torn a little) which extended the surgical procedure by an hour and the laparoscopic anastomosis had been manually sutured which extended the procedure for another hour which is a total of 2 hours.